Event description:
It was reported that the patient felt two vibrations from their implantable cardioverter defibrillator and presented to the emergency room for further evaluation. It was noted that the patient received two vibratory alerts for high voltage impedance readings. Upon further analysis, the device had appropriate device function. No programming changes were made. Patient was later discharged home in stable condition.